Manufacturer narrative:
On (B)(6) 2016: multiple attempts made to follow up with the customer, however, no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple occlusion alarms. The customer's blood glucose was as high as 559 mg/dl with ketones and had administered manual injections to address bg level. Reportedly, the customer stated on multiple occasions would not see insulin drips from site or tubing. Troubleshooting was not performed due to occlusions and fill tubing issue occurred in the past.